Manufacturer narrative:
Philips received, a complaint on the efficia dfm100 defibrillator monitor. Indicating, that the 'entire parameter needs to be updated'. No further information regarding the reported defect was received from the gfe (good faith effort). There was no reported patient involvement. The device was not evaluated or available for additional investigation. The reported problem was not confirmed. We are unable to confirm, the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: customer did not respond to requests for additional information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the entire parameter needed to be updated. There was no patient involvement.